Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise on the lead. The break in insulation caused the lead noise and oversensing issue. Subsequently, the physician opted to implant a new lead. No additional patient adverse effects were reported.